Event description:
It was reported by the patient that "in (B) (6) I had to go back into surgery due to my bottom lead dislodged. Now my device has moved up about 3 inches. They tell me that that can read the top lead but cannot capture it." Additional information received from the physician office indicated that the rv and atrial lead had dislodged. Positioning/fixation difficulty was also noted for both leads. The leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. The review analysis has not yet been completed for both lead in question, the results will be forwarded once available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: the facility information is included based on paperwork received with the returned product. Evaluation summary: (B)(4) no anomalies found; the full lead was returned for analysis; it was observed the insulation was breached cut, the proximal conductor was distorted, and the helix was found distorted/bent; apparent explant damage. (B)(4) no anomalies found; the distal segment of the lead was returned for analysis; it was observed the defib conductor was stretched; apparent explant damage.